Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system had its smart pass feature disabled. Technical services (ts) was consulted and discussed how to reenable it. Smart pass had been disabled due to changes in the amplitude of the patient's rhythm and undersensing of r-waves. Review of stored data indicates shocks were delivered as inappropriate therapy due to oversensing of atrial fibrillations (af) when the device was programmed to the secondary sensing vector, with it currently programmed to the primary sensing vector. The smart pass feature was reenabled. This device remains in service. No additional adverse patient effects were reported.